Event description:
According to the reporter: device jammed after firing once. No pt injury or tissue damage reported.

Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: (B)(6) 2010. This reported lot number is subject to the recall initiated february 8, 2010.